Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the key contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: he ok, up and down keypad symbols are worn off the keypad. The keypad is fully intact; no lifting was observed. The up, down, ok and contrast keys are fully responsive to user presses. Removed the keypad cover; contamination was found under the contrast and up key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.